Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (62 mg/dl). Reportedly, the customer just started on the pump and may have lantis in her system from the previous day. Customer consumed carbohydrates to stabilize blood glucose levels. Customer is working with her health care professional on pump settings.